Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. It was reported syringes had a residue in cases received. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via community. Pir attached. Customer received 4 cases of item 309653. In these cases the syringes had a residue of something in it. The customer was not able to tell what the residue was. Customer is requesting a credit for the issues with the batch.